Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The pt reported that the infusion device delivers too little insulin. On (B)(6) 2011 at approximately 7 pm, his blood glucose measured 220 mg/dl and he ate 5-6 be and bolused 8 units of insulin via the infusion device. At 10 pm, he felt hypoglycemic symptoms of sweating, he did not test his blood glucose and he ate 4-5 be. At 11 pm, his blood glucose measured 86 mg/dl and he ate 2 be. On (B)(6) 2012, his blood glucose measured 334 mg/dl and he bolused 7.5 units of insulin through the infusion device and he ate 6 be and administered another 9 units of insulin. At 11 am, his blood glucose measured over 600 mg/dl and he bolused 10 units of insulin via the infusion device and changed the infusion site and tubing. At 12 pm, his blood glucose measured over 600 mg/dl and he bolused 10 units of insulin via the infusion device. At 12:20 pm, his blood glucose measured 594 mg/dl and over 600 mg/dl at 1 pm. At 2 pm, he changed the insulin cartridge. At 4:40-5 pm, he injected 20 units of insulin via syringe and another 15 units via syringe at 5:30 pm. On (B)(6) 2011 at 6 am, his blood glucose measured 212 mg/dl and he bolused 4 units of insulin via the infusion device and at 7:15 am, his blood glucose measured 256 mg/dl. His normal blood glucose range is 120-150 mg/dl. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.